Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 06-sep-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed, for dental cleaning (route dental, lot number 2771d, frequency and expiration date unspecified). While cutting a strip, the first time, the plastic piece with the cutter on it broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A review of the data associated with the complaint categories (damaged/defective dispenser/component and reportable pqc) revealed no adverse trends and no trend involving lot number 2771d. A review of the history of changes, retain sample evaluation and device history records did not indicate reach johnson and johnson floss mint waxed failed to meet specifications. Field sample was evaluated and presented the insert broken where it holds the cutter. Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed, for dental cleaning (route dental, lot number 2771d, frequency and expiration date unspecified). While cutting a strip, the first time, the plastic piece with the cutter on it broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.